Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is underway. The reported problem (unable to communicate with an electrode belt) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.